Event description:
Ventilator alarmed. Rt noted exhaled volume measured 0 cc. Trach tube position verified, but cuff unable to maintain pressure. Trach changed to a porter #10 without any problems. Pt. Able to ventilate well with exhaled volumes of 500-520 cc, bilateral breath sounds. Enclosed trach #9 inserted 1-11-97 when previous #9 exhibited cuff leak. That trach was placed 1-3-97 replacing a #10 blueline had been placed 12-9-96 per md order. Pt requires high cuff pressures (740) to ventilate, plus high ventilating pressures >40.